Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: lcp drill sleeve 1.5 f/drill bit ø1.1 was received at us cq. Upon visual inspection at cq. It is observed that the device looks good without any physical damage. Device failure/ defect found? No. Dimensional inspection (calipers: ca215p, gauge pin: gp32): dimensional inspection of the received device was performed at cq. The internal diameter at the tip was intended to be measuring from 1.15mm to 1.20mm and was measured to be 1.15mm. The internal diameter at the proximal end was intended to be measuring from 1.63mm to 1.70mm and was measured to be 1.63mm. The external diameter near the threaded tip was intended to be measuring from 2.55mm to 2.65mm and it was measured to be 2.56mm. The outer diameter of the sleeve at tube portion was intended to be measuring from 3.8mm to 4.2mm and was measured to be 4.01mm. All dimensions were within specification as per the drawing. Functional inspection: functional testing of the device cannot be performed as the device was received by itself. Document/specification review: the respective drawings were reviewed during the investigation. No design issues or discrepancies were noted during the investigation. Complaint confirmed? No. Investigation conclusion: a visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The complaint cannot be confirmed as there is no physical damage observed with the device. A definitive root cause cannot be determined why the customer experienced the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part # 03.114.001, synthes lot # h546865, supplier lot # h546865, release to warehouse date: 19 mar 2018, supplier: avalign technologies-nemcomed, no ncr's were generated during production. Device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case ¿ no patient information will be reported. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent the osteosynthesis surgery for distal radius fracture. During the surgery, the surgeon could not attach the locking compression plate (lcp) threaded drill guide to a 1.5 mm lcp plate. The drill guide fell apart because the tip of the drill guide was defective and the connection between the drill guide and the plate was weak. The surgery was delayed by less than thirty (30) minutes. Patient was stable. Concomitant devices: distal radius plate (part: unknown, lot: unknown, quantity: unknown), drill bit (part: unknown, lot: unknown, quantity: 1). This report is for 1.1 mm lcp threaded drill guide. This is report 1 of 1 for (B)(4).